Manufacturer narrative:
Results of investigation will be filed in a suppplemental report.

Event description:
PICC line broke when being flushed. It's unknown if there was patient injury or surgical intervention.